Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low blood sugars at night. Customer's blood sugar went very low and the customer fell and hit his face. Customer's blood glucose level was 59 mg/dl. Customer was admitted as an inpatient for medical treatment on (B)(6) 2015. Customer had a 6 month history of high and low blood sugars, collapsing, and previous issues with hitting their head. Customer thinks the cause was just bad luck because they are a type one diabetic. No further assistance needed.